Event description:
Physician was inserting an anterior cervical plate and attaching screws when cam tightener tip broke off. Surgeon attempted to use the opposite end of tool, but with same results breaking off the tightener tips on both ends. Both broken pieces were retrieved from inside patient with no harmful outcomes.